Event description:
It was reported that an ilet user experienced a temporary failure to receive cgm data from a paired dexcom g6, resulting in dosing pause until the system began receiving blood glucose values again and resumed automated dosing; recent alert history included two prompts to enter blood glucose, a low battery notification, and a sensor reconnecting message. Symptoms included no reported adverse physiological effects and no reported hypoglycemia or hyperglycemia. Outcomes included restoration of cgm data display on the ilet home screen with the bionic circle moving and no impact to blood glucose values. Investigation included customer troubleshooting and education, review of available alert history, and confirmation that the ilet was not connected to a mobile device and therefore had no mobile logs for review. Investigation of this case revealed a transient communication disruption between the dexcom g6 sensor/transmitter and the ilet that self-resolved, consistent with intermittent cgm pairing or connectivity issues without device damage. It was concluded, based on previously established findings for similar reports, that the cause was likely transient signal loss or reconnection behavior inherent to cgm communication that resolved without intervention.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.